Event description:
It was reported that the device reached eri prematurely after only four months of implant. The patient has since been lost to follow-up. It is unknown if the device remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field event of premature battery depletion was confirmed in the laboratory. Upon receipt, no communication could be established with the device. The battery voltage was found to be very low. An open circuit on the hybrid subassembly caused current drainage, which led to the premature battery depletion.